Event description:
Boston scientific received information that during routine replacement of this pacemaker with another manufacturer's device, attempts were made to loosen the ventricular setscrew with several other manufacturer's torque wrenches without success. Subsequently, the insulation on this right ventricular (rv) lead became damaged and loss of capture (loc) was observed. The device was then programmed to unipolar and capture was restored. The physician felt that the setscrew was stripped, so the back of the device header was cut off to attempt to loosen the setscrew and remove the rv lead, however, was also unsuccessful. Finally, an additional manufacturer's torque wrench was used and the setscrew was successfully loosened. The rv lead was removed from the device header and surgically abandoned. A new device and lead were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the product was performed. Visual observation confirmed a piece missing from the header. Microscopic visual inspection of the lead barrels and inner seal rings revealed no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected and all setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing. Laboratory analysis did not confirm the reported clinical observations.